Event description:
This is filed to report a pericardial effusion, requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted with no reported issue, reducing mr to grade <1. At the end of successful placement of the clip, patient¿s blood pressure started to drop. The anesthesiologist had to give vasopressors for support. On echocardiogram, a small pericardial effusion was noticed. However, at that time the physicians stated it was too small to tap. Patient was sent to CT scan where no further bleeding was noted. Next day, it was confirmed that the patient had a pericardial effusion. The patient is stable and currently off all vasopressors. The clip remained stable on the leaflets. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported pericardial effusion. The reported hypotension appears to be a cascading effect of the pericardial effusion. Pericardial effusion and hypotension are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.